Event description:
It was further reported that according to patient's record, before the patient had seizure attack, all system worked normally. The system started to happen alarm after the patient loss of vital signs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an irregular no external power alarm was confirmed via the submitted log files. No product was returned for further analysis, and no photos were submitted for review. The log files were reviewed for the reported event date of 18mar2025, and no external power alarms are seen from the beginning of the log file at 16:47:03 to 17:11:06. The initial no external power alarm resolved when external batteries are connected to the system. The remaining alarms seen after 17:28:36 are consistent with support being discontinued as the controller was disconnected from external power, disconnected from the pump, and shut down. A root cause of the reported irregular no external power alarm could not be determined off the information provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, power cable disconnect alarms, backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on (B)(6) 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had seizures and then cyanosis at home, and the patient's family sent them to a hospital. The patient passed away. The surgeon did not think that the event was related to the product. Log file review indicated that the patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 16:30:46. At 16:47:03 there was a no external power alarm flag active. The data indicated that the system was being supported by the emergency backup battery (ebb). Pump speed being maintained at 4800 revolution per minutes (rpms), the patient set speed. Silence alarm button pressed events were recorded during this time. At 16:50:18, a low flow alarm flag becomes active as the recorded calculated average flow reduces to 1.9 liter per minutes (lpms). Silence alarm button pressed events were recorded during this time. At 17:10:57, a 14 volt battery was connected to the white power lead. Low flow alarm flag remained active. 1.1 lpms recorded. At 17:11:20, a 14 volt battery was connected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. Silence alarm button pressed events were recorded during this time. At 17:28:23, a 14 volt battery was disconnected to the white power lead. Low flow alarm flag remained active. 1.0 lpms were recorded. At 17:28:36, a 14 volt battery was disconnected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. The data indicated that the system is being supported by the ebb. Pump speed being maintained at 4800 rpms, the patient set speed. Silence alarm button pressed events were recorded during this time. The data indicated that the system was able to maintain pump speed on the ebb until a driveline disconnect alarm flag was recorded at 17:46:00. A shutdown_sequence_started event was recorded at 18mar2025 at 18:39:46. The device operated as expected. The mpu had a v-lock connector on the ac power cord.